Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was benefiting from the device and that in situ testing was showing normal results. Recently, patient's mother reported that the patient frequently bangs his head. In situ testing, from (B)(6) 2015, showed all electrode channels with status hi. An x-ray showed the electrode array to be in the cochlea. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, as might be caused by an external mechanical impact. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
It was reported that the patient was benefiting from the device and that in-situ testing was showing normal results. Recently, patient's mother reported that the patient frequently bangs his head. In-situ testing, from (B)(6) 2015, showed all electrode channels with status hi. An x-ray showed the electrode array to be in the cochlea.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the patient was benefiting from the device and that in-situ testing was showing normal results. Recently, patient's mother reported that the patient frequently bangs his head. In-situ testing, from (B)(6) 2015, showed all electrode channels with status hi. An x-ray showed the electrode array to be in the cochlea. The patient has been re-implanted.